Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). . It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, (labeling*), complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported she had pain in the eye after the implantation of tecnis toric intraocular lens and took extra strength tylenol. Patient experienced visual disturbance in her left eye and when she closed her right eye, (non-operative eye) and she also observed waves in the left eye. Patient went to a retina specialist who stated that there was retinal scaring for which the retina specialist has planned for a retina surgery. Reportedly, pain was bad initially, however, the patient is feeling better now. She still has distortions and is hoping once she gets her companion eye cataract surgery she expects to be feeling better. Patient is able to drive without any issues. No further information provided.